Event description:
Customer reported that while sliding a heavy patient onto the urology table, they noticed the veneer on the table top shifted with the patient. He also reported the hinge to the table top was loose. He reported that they were able to slide the patient back onto the stretcher without any incident. Patient was transferred to another procedure room.

Manufacturer narrative:
Liebel flarsheim service report, field service engineer found the table top not secured to hinge. The bonding material did not hold. Fse replaced the tabletop.